Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd flu+¿ syringes leaked past the plunger when drawing up vaccine medicine. The following information was provided by the initial reporter: "the attached batch was used in my lvs on saturday and 4 units had a leak beyond the plunger into the chamber. We didn¿t use any more, having found 4 faulty units. This occurred when drawing up the vaccine from the vial, suggesting the seal between the plunger was not tight, causing some liquid to pass into the chamber. The rest of the solution was drawn back into the vial.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/10/2021 h.6. Investigation: a device history record review was completed for provided lot number 2006426. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, twenty unused samples were returned for evaluation by our quality engineer team. The samples were tested and no signs of leakage were observed. Based on the investigation results and with the absence of the affected sample, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that 4 bd flu+¿ syringes leaked past the plunger when drawing up vaccine medicine. The following information was provided by the initial reporter: "the attached batch was used in my lvs on saturday and 4 units had a leak beyond the plunger into the chamber. We didn¿t use any more, having found 4 faulty units. This occurred when drawing up the vaccine from the vial, suggesting the seal between the plunger was not tight, causing some liquid to pass into the chamber. The rest of the solution was drawn back into the vial.".